Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineers investigated the reported machine on site. The control printed circuit board (pcb) has been replaced and sent back for further investigation. The returned pcb has been tested in a machine. The pre-use check failed with internal leakage test. No abnormal found during ventilation for 24 hours. It was noticed by visual inspection that there was a liquid contamination on the edge of the pcb and there was leak traces towards the components. No further investigation is needed as ingress of liquid can lead to short circuits and ventilator malfunction. The source and type of liquid is unknown.